Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - (B)(4).: the suture had popped off - (B)(4).: created to capture ambiguous events reported by surgeon. - when was the suture popped off (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please provide the lot number: - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an a total hip replacement on an unknown date and suture was used. During a total hip, the scrub tech had the suture loaded on two different needle holders, the suture had popped off. The surgeon noted this has happened a couple of times where the suture is popped off. Case was completed with like device. No patient harm was reported. Additional information was requested.